Event description:
A malfunction was reported on the pump while it was charging. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, which did not recur after the reset, and was instructed to continue using the pump, with the option to call back if the malfunction code appeared again.